Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported stimulation has changed and can be felt in the chest and abdomen. X-rays were taken in late january indicating a possible lead migration. The pt has been without stimulation since late (B)(6) 2013 with no mention of a fall or trauma. Stimulation has not been used in the last two weeks. F/u after further investigation found x-rays confirmed the lead is in its original position, with no signs of migration. The pt met for reprogramming and diagnostics. It was further revealed during reprogramming contacts 2 and 5 were invalid. Stimulation can still be felt in the abdomen. The next course of action was undetermined.